Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked around the hub. The following information was provided by the initial reporter: the medication leaked out around the hub.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked around the hub. The following information was provided by the initial reporter: the medication leaked out around the hub.

Manufacturer narrative:
Additional information: device available for eval?: yes. Returned to manufacturer on: 19-may-2022. H.6 investigation summary: customer returned a total of (8) 4mm, 32 gauge nano pro pen needles. 2 were unused and featured teardrop labels identifying them as being from lot 1258933. The remaining 6 were used. Each pen needle was attached to a test pen. Saline was pushed through the system and out the distal tip of the pen. None of the pen needles were found to leak in any capacity. Samples returned functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed.